Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced insulin leakage after accidentally disconnecting from the infusion site, subsequently reconnected, ate, and announced the meal, after which a capillary blood glucose of 544 mg/dl was obtained with the ilet indicating high; the agent guided a full set and cartridge replacement with the steel 6 mm contact/detach infusion set, performed rewind, tubing fill, cannula fill, and confirmed insulin therapy resumed, with follow-up fingersticks of 533 mg/dl, 545 mg/dl, 496 mg/dl, and 330 mg/dl, and hydration advised. Symptoms included hyperglycemia. Outcomes included resolution trend with decreasing glucose values and no hospitalization. Investigation included troubleshooting with replacement of infusion set, cartridge, and connector, and verification of insulin delivery resumption. Investigation of this case revealed that hyperglycemia was associated with an infusion site disconnection and insulin leakage; post-replacement performance was consistent with expected operation. It was concluded, based on previously established findings for similar reports, that the cause was unclear.